Event description:
The customer reported that the system would not boot up, and the keyboard made a noise. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the keyboard control board, the interconnect cable, and the fluoro functions board, as well as recalibrated the magnification and the focus. The system was tested and found to be working as intended and put back in service.